Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. The injector model that was used was a msi-ps and the cartridge model that was used was a aq cartridge model that was used was a msi-fp. The facility was unable to provide the injector and cartridge lot numbers.